Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report # (B)(4). The total number of events being summarized on this MDR are 101 - "fkx reportable death and serious injuries". These reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning - letter (B)(4).

Event description:
A customer contacted a baxter technical service representative (tsr) regarding a system error 2240 alarm that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per the initial report, the patient line was not connected to the transfer set before pressing go to begin initial drain/therapy. No patient injury or medical intervention was indicated at the time of the initial report. Additional information was obtained from the home patient's nurse on (B)(6) 2008 regarding a report of peritonitis and cloudy effluent. The patient was admitted to the hospital on (B)(6) 2008. The nurse believes the cause of the peritonitis was due to contamination based on the culture results. The patient was treated with vancomycin (dosage unknown). The nurse also stated the patient was new to the area and had undergone training with the previous clinic. The patient was discharged from the hospital on (B)(6) 2008, but was readmitted to the hospital with a (B)(6) infection on (B)(6) 2008. Per the nurse, the patient is still in the hospital recovering from the (B)(6) infection.